Manufacturer narrative:
Correction to event type, brand and model number, and report source fields.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-jan-2019 with the following findings: during investigation, there was peeling from the keypad from the base. There was no other damage to the keypad. All keys were responsive. The keypad was removed and there was contamination found under all the key contacts. (B)(6)

Event description:
The pump was returned for investigation. Investigation revealed contamination under the keypad. This report is made based on results of investigation completed on 10-jan-2019